Manufacturer narrative:
Narrative: a zeiss field service engineer (fse) inspected the mel 80 on site and confirmed that the instrument is working within specification. A zeiss application specialist and fse went on 10/07/2016 to the customer site and assisted the hcp for surgeries. At that day, there were 5 patients treated with prk and there was no complaint reported for any of these patients. The zeiss reps reviewed the reports for the patient previously having the decentered ablation and they concluded that a potential failure of the mel 80 eye-tracker can be excluded. A number of other factors not related to the mel 80 may have influenced the surgical outcome including patient fixation or incorrect alignment by the operator. The user manual 320817-0300-000-ga-us-021014 describes on the pages 75 - 79 in detail how to prepare and how to perform a lasik treatment, e.g. "Warning: you should observe the progress of the ablation continuously through the surgical microscope in order to be able to react to any unforeseen hazards" . The manufacturer reviewed document labeling, trending data and risk analysis. The device labeling describes possible complications that can be caused by the surgical/treatment procedure being performed. The trending data review shows that there is not a recognizable adverse trend. The investigation has not identified any product deficiency. All pertinent information available to carl zeiss meditec has been submitted.

Event description:
The health care professional (hcp) reported that a decentered ablation of one patient eye was discovered when reviewing post-op topographies. The mel 80 laser was used for the lasik treatment. In addition, the patient complained about diplopia in the post-op review performed a few days after surgery. The patient will receive an additional topography-guided treatment. No further information has been obtained.